Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 600 mg/dl. Customers other blood glucose value was 498 mg/dl. Customer reported that they were stuck at the rewind complete stage. The device was not returned for analysis.